Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device reveals the knob ring - bottom has a small piece broke off. This piece was not returned. The device shows signs of significant wear and use. This inspection was conducted by naked eye. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review concluded that a similar event was identified and it was concluded that the root cause of the breakage was that the assembly of the retaining ring to the locking knob causes stress to the plastic ring tabs due to the snap lock design. Therefore, the following actions were implemented: risk file was revised, impactor knob and impactor ring designs were analyzed, material change was evaluated, functional inspections were evaluated, surgical technique was revised to include precautions for not impacting the rings, design validation and verification were performed for purposed design changes and drawing prints were released. Then, review of complaints for the journey ii cr locking femoral implant impactor in comparison with the risk management file was performed and concluded that the failure mode was within the anticipated occurrence ranking and overall risk. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for additional corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during tka surgery, the plastic ring of one (1) jrny ii cr lock fem implant impactor had a break and a piece entered wound. It is unknown how surgery was completed. Surgery was not delayed. No further information is available.